Event description:
A physician attempted arteriotomy closure with the starclose vascular closure system after an interventional procedure. When the physician pushed the clip delivery tube part of the introducer sheath separated. The physician pulled the device out with the vessel locator open. Compression was held for twenty-four hours using a femstop. The pt experienced a false aneurysm. Surgery was required to repair the femoral artery. The pt remained at the clinic for five days. Reportedly, the pt is doing well.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident.